Event description:
The customer reported that the error filament and disk full error messages displayed on the system. The system locks up. No pt injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep found the c-arm displayed "filament calibration" & "collimator calibration" required messages. He was unable to observe the hard drive full error message. A discussion with radiology reveals they are not certain which of their two 9900 systems displayed the hard drive full error message. He flashed the nodes and reloaded config files and verified the system functioning properly. The system has a shutdown issue consistently. They could not detect the tick from rtos, isd times out after 3 seconds, and system, shuts down. Three potential issues with this system, ranking from the most likely to least likely: bad isd cable, bad isd board, and bad system interface board (B)(4), was unaware of config file corruption. The system has not shut down since config files were reloaded. The system functions properly.